Event description:
The customer reported that the insulin pump alarmed and insulin squirted out during the manual prime process. The caller stated that the device also was stuck in the prime loop. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test as a result of a loose drive support disk.